Event description:
Accoridng to information provided by the surgeon, this valve was explanted due to paravalvular leak. Approximately one-half of the valve was dehisced from the annulus. The patient would not convert to sinus rhythm post-operatively but was reported to be doing "quite well". Additional information has been requested.